Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning and because of that the patient got urinary tract infection by using the purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided. Per additional information received via follow-up on 11oct2021, it was stated that the urinary tract infection was not because of the purewick urine collection system use. It was noted that the patient got frequent urinary tract infections and that was part of why they purchased a purewick to use. Patient stated that the purewick urine collection system still would not suction. Patient also stated that the doctor did prescribe the patient an antibiotic for the urinary tract infection, however, they did not know the name of it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning and because of that the patient got urinary tract infection by using the purewick female external catheter. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided.